Event description:
On 10/6/09, the biomed technician at the customers facility reported an incident that occurred with an infus-or pump. The pump was set up on the patient to administer propofol during a surgical procedure. The pump infused for 30 seconds, then the pump made a clicking noise and went into an audible alarm, no alarm code was displayed. The pump stopped infusing propofol to the patient causing an interruption of therapy to the patient. The facility set up a new pump on patient to complete surgical procedure. The biomed technician reported no patient injury occurred and no medical intervention was administered. The facility did not file an incident report. No additional information is available on this incident.

Event description:
The biomed technician at customer facility reported an overinfusion of morphine that occurred on (B) (6) 2005 with a pcaii pump. The technician reported the pump was set to administer 6 mg of morphine over a 1 hour period of time. The pump alarmed stating 6mg limit exceeded. The nurse reviewed the pump history from 8am to 8:50am and saw that 10mg of morphine had been administered to the patient; 17 pca button presses and 5 doses administered. Risk management at the customer facility released the pump to the biomed on 6/11/2009 for evaluation. Numerous attempts have been made to obtain additional information on this report from risk management and the biomed manager. No additional information has been received on this report. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4) the device was received for evaluation. The reported issue of pump not infusing and making a clicking noise was confirmed. The root cause of this reported issue has been determined to be a broken motor. The clicking noise was caused by the motor being separated; the pump then went into a constant alarm after 30 seconds . The motor has been replaced, the pump tested and pump has been returned to the customer.

Manufacturer narrative:
(B) (4) device has been received for evaluation. A follow-up report will be submitted when an evaluation is performed on this device.